Manufacturer narrative:
Additional information: g3. Correction: imf appropriate term/code not available was removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that there was an adverse event without identified device or use problem. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: mfg. Site ID, b2, b3, b5, b6, d1, d2, d3 (MFR name, street 1, MFR city, country code and postal code), d4(model number and catalog number), d8, g3, PMA/510(k) #, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a lesion occurred at the bifurcation of the central left branch, resulting in closure of the left portal branch. This led to blockage of the left hepatic portal vein/branch and an ischemic complication affecting the left part of the liver. The event required an extension of the patient's hospitalization. The procedure was performed percutaneously using a 20 cm ablation needle with 10 minutes at 150 watts. The lesion was centrally located in the left liver lobe, directly next to the central left portal vein and between the segmental portal veins of s2 and s3, where a lot of heatsink would be expected. The ablation zone in s2 was significantly larger than expected, measuring 49 x 51 mm in diameter, compared to a 40 mm diameter in s7, where the first ablation site was performed. The patient's most recent CT scan showed complete ischemia of the left liver lobe (s2 and s3) though no signs of inflammation or infection were noted. The antenna performed as expected with no issues noted during the procedure. Patient was undergoing an emergency examination. Despite the gross complication, patient was doing well enough.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an ablation procedure using the antenna, a lesion occurred at the bifurcation of the central left branch, resulting in closure of the left portal branch. This led to blockage of the left hepatic portal vein/branch and an ischemic complication affecting the left part of the liver. The event required an extension of the patient's hospitalization.